Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipette assembly. The fse replaced and tip clamp and cleaned all tip clamps, plunger clamps and sleeves. The instrument was inspected, tested without further problem, and returned to service.